Event description:
The jetstream catheter was used to treat lesions in the mid and distal sfa artery. The proximal lesion was treated without incident. The physician experienced a deceleration in rpms and the device stalled at one point in the maximum diameter configuration during treatment. Ultimately, the lesion was adequately treated with the jetstream catheter and adjunctive pta. During the post-treatment runoff imaging, a large embolus was noted blocking flow to the posterior tibial and peroneal arteries. After the use of multiple device's including a laser and balloon, flow was restored to both arteries. The patient suffered no additional complications and was discharged home.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.